Event description:
It was reported to philips that the device was not booting. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not starting up. Upon troubleshooting rse found that the main breaker of the mpd control part in the m cabinet was in the off state. To resolve this issue, rse turned on the power and the breaker was turned on. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.